Manufacturer narrative:
Correction to update section a with patient information.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode. The product will continue to be monitored. There were no patient consequences.